Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatch. The blood glucose value was 2.5 mmol/l and the sensor glucose value was 9.1 mmol/l at the time of the event. The low limit in the sensor setting was 6.6 mmol/l. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the sensor and the sensor will not be returned for analysis.